Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was not sensing as closed due to a magnet had fallen off the latch inseparable. A field service engineer replaced the full height cubie drawer latch inseparable, tested and recovered the drawer successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system experienced a failure in main drawer 4 that persisted even after recover storage and reboot attempts. The customer stated that this malfunction occurred while dispensing medications to the patient, caused a delay to the patient care and the user managed to get medications from main pharmacy. However, there were no adverse events or injuries reported based on this incident.